Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Operative notes were not provided. Patient records from the study were provided and reviewed by an hcp. Patient underwent an initial right tha on due to oa. There were no intraoperative complications noted. Patient underwent a revision procedure due to pseudotumors and infection. An xray was provided and reviewed by an hcp. The review concluded possible focal osteopenia involving the greater trochanter suggesting osteolysis and a possible fracture involving the lateral cortex of the proximal femoral diaphysis. The fit and alignment of the implants was noted as appropriate. Reported event was confirmed by review of medical provided. Device history record was reviewed and no discrepancies were found. A definitive root cause for the pseudotumors cannot be determined. However, as the reported infection occurred greater than one year from implantation, the patient did not show signs or symptoms of infection within the first year, and the device was sterilized per specification, it is unlikely that the reported infection is related to the implanted zimmer biomet device. The product operated within specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog number: 12-115130 lot number: 1620263 brand name: cer bioloxd mod hd 38mm; catalog number: 15-106052 lot number: 143810 brand name: m2a-38 cup non flared sz 52mm. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01560. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to pseudotumor and infection approximately 10 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.